Event description:
It was reported that sixty-one (61) exactamix syringe inlets had particles/hair/fibers either in the inlets or the packaging. This was found while inspecting the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information for b3: the issues were observed as of 10 january 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h7 and h9 (the reported lot was not part of the field action.) Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in september 2024. H11: sixty one(61) actual devices were received for evaluation. Visual inspection was performed on the returned samples and identified dark spots, black spots, dark fibers, red and dark red spots/fibers, brownish red smudge/fiber spots, white spot particulates, grey particulates, blue ink like marks/smudges, blue spots, and loose particulate/fiber contamination. The particulate matter was observed on the white connector, outside surface of the tubing, blue syringe connector, outside of the blue syringe connector, outside of the white connector cap, clear plastic packaging material, white packaging material, and as loose particulates/fibers within sealed packaging. No particulate matter was observed within the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, it was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.